Event description:
Adverse event(s): "severe burning" (burning sensation); "corneal burn" (burn, corneal). Product problem(s): "none reported" (no information). A consumer reported his daughter used this particular bottle of solution for the first time and experienced severe burning after soaking lenses overnight. She went to an urgent care facility where she was treated with antibiotic and steroid drops. She stated, she then saw a ophthalmologist who diagnosed a corneal burn but stated that she was expected to fully recover in about three days. On 05/14/2010, the consumer stated that his daughter was much better but had not returned to contact lens wear. On 05/24/2010, the daughter stated the corneal burn had healed but she can only wear her contact lenses for a few hours a day at this time. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 171431f amd mp deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171431f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by mail on 04/30/2010 and by phone on 05/10/2010, 05/14/2010, 05/20/2010 and 05/25/2010. A completed questionnaire has not been received. (B) (4). (B) (4).